Event description:
A hospital in (B)(6) reported to a distributor that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was pressure tested and visually inspected for damage. Results: no damage was found to any part of the breathing circuit kit. The pressure test revealed that the circuit was within specification. Conclusion: we could find no fault with the circuit and therefore could not determine the cause of the leak reported by the customer. If the breathing circuit connections are not tight a leak may develop. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt340 breathing circuit state: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms". - "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in (B)(6) reported to a distributor that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.